Event description:
Reportedly, an alizea pacemaker could not be interrogated using bluetooth communication. The ble interrogation was successful with another programmer.

Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - upon reception, the returned smarttouch tablet was tested and the reported behavior was not reproduced, as ble communication was functional with reference implants. - analysis of available expertise data confirmed the reported issue, as several failed communication attempts were observed on (B)(6) 2024. The root-cause of the observed issue could not be determined with certainty. - the tablet followed the repair workflow and was returned to the field.

Event description:
Reportedly, an alizea pacemaker could not be interrogated using bluetooth communication. The ble interrogation was successful with another programmer.